Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be explanted during an intervention radiology/endoscopic retrograde cholangio-pancreatography procedure performed in the bile duct on (B)(6) 2018. The advanix biliary stent was implanted in the patient approximately two months prior to the planned removal procedure, however, the exact implant date was not reported. According to the complainant, on (B)(6) 2018 during the planned stent removal procedure, the physician tried to remove the stent from the bile duct, but the stent stretched out and tore. The physician was not able to remove the stent, so interventional radiology was required to place a percutaneous drain. The patient has been referred to another facility for additional endoscopic treatment. There were no serious injuries nor were there any adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.